Event description:
Anesthesiologist was performing placement of continuous epidural catheter on a labor and delivery pt. During procedure, physician was re-positioning catheter and during this process, 8 cm piece of catheter broke off and became lodged in epidural space. Unable to extract broken piece. MRI and CT were done and per recommendation of vendor, no further action was taken as catheter is bio compatible.